Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a battery longevity anomaly after implant. It was noted that the device had been improperly stored in cold temperatures. Another device which had also been improperly stored exhibited the same anomaly. The implanted device was removed and replaced with a device that had not been improperly stored. The procedure was completed without issue.

Manufacturer narrative:
The report of a longevity anomaly was confirmed. The device was exposed to below freezing temperature before implant which could result in a temporary low voltage reading. Device was functioning normally upon receipt.

Event description:
Correction: this second implantable cardiac monitor was an in-box device which had also been improperly stored and exhibited the same anomaly. The device was not used. The procedure was completed with a third device which had not been improperly stored.